Manufacturer narrative:
Philips service replaced the flexvision-2 revised pc no hdd and reloaded software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the flexvision screen remained dark despite system startup on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.